Event description:
It was reported that the surgeon inserted a 19.5 diopter aa4203vl silicone plate lens and the lens was torn by the injector during insertion. The lens was removed without any patient injury. This is one of two lenses the surgeon attempted to insert in this patient. See MFR report 2023826-2007-01122.

Manufacturer narrative:
The product for this complaint was not returned for evaluation, however, the lens was returned and evaluated. The lens was split in half and a haptic plate was torn off and missing. Additionally, a small piece or the other haptic was torn off and missing. There was a reddish surgical residue on the lens.